Manufacturer narrative:
H 3 evaluation summar:y the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. One sample was received for evaluation. A visual and functional evaluation was performed, and the line was found to be detached from the cassette. A root cause and action plan will be documented through a corrective and preventative action (CAPA). This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the tubing detached from the cassette which lead to a loss of formula on the floor when pouring into the bag. When the formula was poured into the feeding bag as usual, the formula came straight out of the tubing that was detached.